Event description:
The lay user/patient contacted lifescan alleging that the product not powering on when inserting a test strip. The reported power issue was unresolved with troubleshooting, and there were no allegations of harm or injury. Replacement products will be sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.